Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 615 mg/dl at the time of event and the patient got treated with correction bolus via pump and intravenous fluids of saline and insulin. The length of hospitalization was for 7 hours. No further information available.